Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.

Event description:
Unomedical reference number (B)(4). Event occurred in china. On 13-june 2024, it was reported that the patient experienced infusion set leakage due to a crack in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6002362 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code crack/split tubing. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 6002362 was manufactured according to the wi 4902056 version 15 manufactured in the line multivac 10, on 17/jul/2023, with a total of (B)(4) units. The gluing tube lot 3g01088 was manufactured according to the wi version 9 manufactured in the machine lc02, on 08/jul/2023, with a total of (B)(4) units. The gluing tube lot 3g01416 was manufactured according to the wi version 9 manufactured in the machine lc02, on 24/jul/2023, with a total of (B)(4) units. The gluing tube lot 3f05580 was manufactured according to the wi version 9 manufactured in the machine lc01, on 09/jul/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 12/mar/2025 against malfunction code crack/split tubing and lot 6002362 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.